Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery test was noted. No unexpected off no power anomaly was noted and the low battery alarm functioned properly. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip. No history error alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a (B)(6) software anomaly alarm. Customer's blood glucose level at the time 175mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.